Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's father reported via phone call that the customer experienced high blood glucose level was over 600mg/dl. Customer current blood glucose level was unknown. Customer had no any symptoms. Customer had issue with sensor. Troubleshooting was performed. The product will be return for the analysis.

Manufacturer narrative:
Inspected one opened/used sensor and performed continuity resistance test. The sensor passed per specifications. The sensor initialization test was performed using a new lab transmitter with a paradigm pump. Connected the sensor to the transmitter and confirmed communication icon was displayed and that the transmitter was flashing while connected to the sensor. The sensor functioned properly.

Manufacturer narrative:
Inspected 1 opened or used sensor and performed continuity resistance test. Sensor passed per specifications. Sensor initialization test was performed using a new lab transmitter with a paradigm pump. Connected sensor to the transmitter and placed it in 100 bts solution and confirmed communication icon was displayed and that the transmitter was flashing while connected to the sensor. The sensor functioned properly. The information provided in the section of concomitant product with the initial report was incorrect. The correct information has been included with this report.